Manufacturer narrative:
Results: thrombosis, occlusion, stenosis. Conclusions: thrombosis, occlusion, stenosis. (B)(4).

Manufacturer narrative:
Additional information: the patient has history of peripheral artery disease. During the previously reported worsening pad left approximately 23 months post index procedure, only the fem/pop bypass was treated with cutting balloon and stenting and not the left pta, as previously reported. The event was resolved. Rotarex was carried out in the left femoral/popliteal bypass to treat the previously reported worsening pad of the left leg, which occurred approx 23 months post index procedure. The event was resolved. Rotarex was carried out in the left sfabypass to treat the previously reported restenosis of the left femoral/popliteal bypass, which occurred approx 30 months post index procedure. The event was resolved. The investigator assessed that the previously reported dissection which occurred during use of a pacific xtreme balloon was not related to the study device or procedure. The event was resolved.

Event description:
During the index procedure the physician used one in.pact amphirion paclitaxel-eluting balloon in the peroneal artery of the left leg. It is reported the device was successful. On the same day as the index procedure a perforation occurred in the target vessel. It was treated with compression and the patient recovered. Investigator indicated the event was not related to the device but was highly probable that is was related to the procedure. It is reported that approximately 12 months post index procedure the patient underwent non target vessel revascularization due to stenosis of the left sfa. Stenosis of the sfa was treated with a pacific xtreme pta balloon catheter and non-medtronic stent. It is reported the patient recovered. Investigator indicated there was no relationship between the events and the study device or procedure. Approximately 22 months post index procedure the patient experienced thrombus in the left femoral/ popliteal bypass. The thrombus was successfully treated with lysis. Revascularization of the femoral/ popliteal bypass using a cutting balloon and non-mdt stent was also carried out due to thrombus. It is reported there was no relationship between the event and the study device/procedure. Approximately 30 months post index procedure, revascularization of the left femoral/ popliteal bypass was carried out due to restenosis. The left sfa bypass was treated with a pacific xtreme pta balloon catheter. A dissection occurred and was treated with two non-medtronic stents. Investigator indicated there was no relationship to the events and the index device/procedure.